Event description:
A report was received that the patient¿s ipg was clicking and popping when the patient pushes or charges it. The physician suspected device malfunction. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical and performance tests performed. The complaint the case would make a popping noise when pressure was put on it was confirmed. The cause of the complaint was the aggressive use of surgical tools during the implant procedure. The complaint the case had lost vacuum was not confirmed. The structural integrity of the case was still intact.

Event description:
A report was received that the patient¿s ipg was clicking and popping when the patient pushes or charges it. The physician suspected device malfunction. The patient underwent an ipg replacement procedure and was doing well postoperatively.